Manufacturer narrative:
Evaluation summary: the cartridge product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4)

Event description:
A customer reported during several intraocular lens (iol) implant procedures, the surgeon had several cracked cartridges. The cracks could be heard as they happened. Additional information was requested.

Manufacturer narrative:
The twelve reported complaint cartridges were not returned. It was indicated the samples were disposed of at the site. Five cartons for cartridges were returned. Four of the cartons are unopened (40). One carton has been opened. This carton contains twelve unopened samples for a total of fifty-two samples. A sample was pulled from each carton to conduct visual and functional testing. The five unused samples were evaluated and no damage or abnormalities were observed. The five unused cartridges were functionally tested per the directions for use (dfu) using a qualified blue handpiece, 27.0 diopter lenses and viscoelastic. The cartridges were filled with viscoelastic per the dfu. The lenses were loaded and biased down. The lenses were advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens deliveries. Tip stress was observed which is an expected occurrence and does not denote a cartridge deficiency. The cartridge product history records were reviewed documentation indicated the product met release criteria. The lens model/diopters used were not provided. It cannot be verified if qualified combinations were used. The root cause for the reported event could not be determined. The complaint samples were discarded by the site. Unopened/unused samples for the reported lot were returned. One sample was pulled from each returned carton. The samples were visually evaluated and no damage or abnormalities were observed. The samples were functionally tested per the dfu using a qualified blue handpiece, 27.0 diopter lens and viscoelastic. No lens or cartridge damage was observed after the lens delivery. Information was provided that there were linear lines on the cartridges like they were "going" to crack. The room temperature was in the lower 60s, and then it was increased to the 70's. It was also reported all the lenses were implanted. No patient harm was reported. The doctor mentioned some scratches on the periphery of some of the lenses, the lenses were left in the eye. The facility may have been referring to stress lines. Stress is an expected occurrence with a lens delivery and does not denote a cartridge deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. Peripheral scratches may occur due to a lack of viscoelastic and /or if the lens is delivered too rapidly. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The lens model/diopters used were not provided. It cannot be verified if qualified combinations were used. The manufacturer internal reference number is: (B)(4).